Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. The patient was treated with intravenous antibiotics. Moreover, the ra lead broke off during extraction and remnant could not be reached to cap. The plan was to snare and extract the remaining parts of the lead. Additional information received indicated that the lead was extracted and a new system was successfully implanted. No additional adverse patient effects were reported.